Event description:
It was reported that the patient informed the healthcare professional that ¿one was cut off because it was misfired.¿ the implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)"